Manufacturer narrative:
The technician inspected the beds and could not duplicate the alleged malfunction.

Event description:
Information received indicates the patient positioning monitor (ppm) would alarm when the patient exited the bed on the right side, but it did not alarm when the patient exited from the left side of the bed. No injuries.